Event description:
While doing post surgical rounds, physician noted 5mm burn-like reddened area at right corner of mouth where suction coagulator was positioned during the patient's tonsillectomy and adenoidectomy surgical procedure.what was the original intended procedure?t&a.device #1is this a laboratory device or laboratory test?no.